Manufacturer narrative:
Upon further investigation it was determined that this event could not cause or contribute to a death or serious injury and therefore does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the lock/handpiece lid was sluggish. It was further noted that the cover was difficult to mount and the selector pane of the cover was blocked. The assignable root cause was determined to be device is worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that when the plug of the battery handpiece device was inserted, the function selector could not turn. During in-house engineering evaluation it was observed that the lock/handpiece lid was sluggish, the cover was difficult to mount and the selector pane of the cover was blocked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.